Event description:
During a remote follow-up, myopotential oversensing episodes were observed on the right atrial (ra) lead. Lead damage was suspected but not confirmed. Technical support was contacted and provide reprogramming recommendations. No intervention has been performed. The patient is stable.